Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000222 ; product ID: bi71000469 ; product ID: bi71000901 ; product ID: bi71000577. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the system had intermittent error 16 from the generator. The generator control board, supply board and x-ray tube were replaced to resolve the issue. High voltage tank had cracks in the anode and cathode wells, and was replaced as well. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system cervical spine procedure. It was reported that the imaging acquisition system (ias) would not expose the patient. When the ias was booting, the three red x's would present themselves, disappear, and then reappear before scanning. They heard a rotating sound inside the gantry, but it would not let them spin. They stated that "the system disabled itself" and could not expose the patient at all. The site attempted to reboot and unplug the system, but it still would not operate as intended. There was an error message on the monitor that said "firmware version incorrect. The system is down." The site proceeded with aborting medtronic imaging and navigation. They continued the surgery using their c-arm. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
H3, h6: the hv tank was returned to the manufacturer for analysis. Analysis confirmed the reported complaint. Visual inspection confirmed that the hv tank had physical damage. Cracks were found in both the anode and cathode well. Codes b01, c07 and d02 apply to this hardware analysis. The x-ray tube was returned to the manufacturer for analysis. Analysis confirmed the reported complaint. Visual inspection confirmed damaged hardware. Cracks were found in the cathode well. Codes b01, c07 and d02 apply to this hardware analysis. The supply board was returned to the manufacturer for analysis. The reported complaint was unable to be confirmed. The supply board was installed into a known working test system and no failures were found while under testing. Codes b01, c19 and d14 apply to this hardware analysis. The lot number of product ID: bi71000469 was received. The lot number is t192678 rev. E. The lot number of product ID: bi71000901 was received. The lot number is 75709-w9 rev. 1. The lot number of product ID: bi71000577 was received. The lot number is s1937syb rev. G. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: product ID bi71000222, lot number: k1850abq rev. J was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.